Event description:
The orbit galaxy tight distal loop complex xtrasoft coil 4 x 6 (640cx0406/15912149) was not able to be re-sheathed upon withdrawal from the patient. Coil was successfully removed from patient intact. Embolization was completed using subsequent galaxy coils. The target vessel and characteristics are unknown. It was noted during analysis that the embolic coil was stretched.

Manufacturer narrative:
The 4x6 orbit galaxy tight distal loop complex xtrasoft coil (640cx0406/15912149) was not able to be re-sheathed upon withdrawal from the patient. The coil was successfully removed from patient intact. Embolization was completed using subsequent galaxy coils. The target vessel and characteristics are unknown. It was noted during analysis that the embolic coil was stretched, with follow-up investigation it was indicated that there had been no report of stretching of the coil. A non-sterile orbit galaxy tight distal loop complex xtrasoft 4x6 coil was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received partially zipped and it was found to be elongated; additionally, the blue stopper on the introducer was received separated from the introducer. The support coil and gripper were found outside of the introducer and no damages were noted while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damages while the embolic coil was confirmed to be stretched. The introducer and blue stopper were inspected under microscope; the introducer was found elongated while the blue stopper shows the uv curable adhesive on it, indicating that it was added on the introducer. The introducer cannot be re-zipping due to the several kinks found on the hypotube and the elongated condition found on the introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to re-sheath the coil system was confirmed. The condition of the introducer and blue stopper appears to have been caused by application of excessive force; however a definitive conclusion cannot be made. With review of the analysis, there is no indication of any relationship to the manufacturing process. The timing of the kinks noted on the hypotube as related to the re-sheathing difficulty cannot be determined; however, if present during the attempted resheathing, these may have contributed to the event. Because there were no reported difficulties with unsheathing, which would have been performed prior to resheathing, it appears that procedural factors related to the unsheathing process as outlined in the instructions for use (IFU) may have impacted the event. A definitive conclusion regarding the timing and root cause of the stretching of the coil cannot be determined; however, it was indicated that there was no report of the coil stretching; therefore, it is likely that this damage may have occurred during post procedural handling. Neither the analysis nor the device history records indicate that the reported event or condition of the returned device is related to the manufacturing process. Additionally inspections are in place to prevent device with this type of failure from leaving the facility. Therefore no corrective action will be taken at this time.